Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a ventral open hernia repair with mesh. She had revision surgery 10 months post-surgery. The patient experienced surgical revision, abdominal wall wound, and dense adhesions.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of ventral hernia. It was reported that after implant, the patient experienced recurrence, open wound of abdominal wall, balled mesh, dense adhesions, mesh migration. Post-operative patient treatment included revision surgery, excision of mesh, hernia repair with mesh, abdomen debridement of wound, dense adhesions released between greater omentum and anterior abdominal wall adjacent to mesh, wound vac.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of ventral hernia. It was reported that after implant, the patient experienced recurrence, open wound of abdominal wall, balled mesh, dense adhesions, mesh migration, discharge, hematoma, nausea, syncope, difficulty eating, intractable gastroesophageal reflux disease, achalasia, fibrosis, fibrotic pulmonary parenchyma. Post-operative patient treatment included revision surgery, excision of mesh, hernia repair with mesh, abdomen debridement of wound, dense adhesions released between greater omentum and anterior abdominal wall adjacent to mesh, wound vac and feeding jejunostomy tube insertion. Concomitant device: large ventralex patch.